Event description:
It is reported that a customer received battery-out alarm on their insulin pump. The patient's blood glucose level was unknown. The customer was assisted with trouble shooting and found that the pump works as designed but the issue may be with the battery cap. A replacement battery cap was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.